Event description:
An angiodynamics model mp-p5sat mediport, lot number 982718, was removed after being in place since (B)(6) 2009 for chemotherapy for all. The catheter was partially decomposed and encased in a calcified tract in the soft tissues. The catheter was very brittle and friable, and it broke when attempts were made to pull the catheter. Interventional radiology was able to extract the remaining intra-luminal portion of the catheter without complication. This is the sixth catheter, of this same model, that has broken during extraction at our facility. The catheter had the look and feel of a ¿dry rotted¿ piece of rubber. The hospital has previously¿ dates of use: (B)(6) 2009-(B)(6) 2013. Reason for use: all.